Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18437506. Product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20489187. Product family: scs-ipg-r: upn: scs-ipg-r, model: sc-1160, serial: (B)(4), batch: 363542.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the stimulation coverage was more on the ribs and the abdominal areas rather than the pain areas high impedances were also noted on one of the leads. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable battery and the linear leads were replaced with a paddle lead. The explanted ipg and leads were discarded.